Event description:
It was reported that the patient expired. In (B)(6) 2009, the patient presented with stable angina and cardiac catheterization was performed. The 90% stenosed, de novo target lesion was located in the distal right coronary artery (rca). A non bsc stent was deployed and post dilation was performed. Intravascular ultrasound (ivus) was performed and it was confirmed that there was 0% residual stenosis. The patient was discharged two days later. In (B)(6) 2009, a taxus liberte stent was deployed in the 90% stenosed, de novo target lesion which was located in the distal left circumflex (lcx). Ivus was performed and it was confirmed that the lesion resulted in 0% stenosis. In (B)(6) 2013, the patient died. The information regarding the death of the patient was obtained from another hospital in (B)(6) 2013. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).